Event description:
It was reported that the pump display was grey and unresponsive, affecting the customers' ability to interact with the pump and read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.